Manufacturer narrative:
(B)(4). Medical product: kne-agc-femorals-unk, kne-agc-tibial trays-unk, kne-vanguard-femorals-unk, kne-vanguard-tibial trays-unk, initial reporter: john b. Meding, kenneth e. Davis, merrill a. Ritter ¿ antibiotic bone cement and ultraviolet light use in total knee arthroplasty¿ open journal of orthopedics, 2016, 6, 283-293. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessaryinformation to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06680. 0001825034-2017-06681. 0001825034-2017-06682. 0001825034-2017-06683. 0001825034-2017-06686.

Event description:
It was reported in a journal article groups 1-3 the kaplan-meier survivorship for reoperation for aseptic loosening of any component at five years was 0.9908 (0.9854, 0.9942), 0.9927 (0.9891,0.9952), and 0.9959 (0.9934, 0.9975), respectively (wilcoxon, p = 0.1315).the article did not report a whole number, however the group sizes were reported as group 1 (3105), group 2 (7537), group 3 (4573) attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequence was reported.